Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was taken to the hospital on (B)(6) 2020 due to high blood glucose. Customer spent 24 hours then released. Then she was taken right back to the hospital due to high blood glucose on (B)(6) 2020 for four days with blood glucose of over 600 mg/dl. Emergency medical service dispatched her to the hospital. Customer was throwing up. Customer was treated with insulin drip at hospital for his hyperglycemia. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.